Manufacturer narrative:
(B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and a review of the logs. The anesthesia control board (acb) was replaced to resolve the reported issue.

Event description:
#12 the hospital reported an error causing a loss of mechanical ventilation during a case. There was no report of patient involvement.